Event description:
(B)(4). It was reported that following a stenting treatment procedure, the patient had unstable angina and reduced flow in the target vessel. In (B)(6) 2010, the patient was admitted for silent ischemia. The target lesion was located in the mid left anterior descending artery (mid lad) with 80% stenosis and was 25mm long with a reference vessel diameter of 3.0mm. The physician treated the lesion with pre-dilation and placement of a 3.0x32mm promus element stent, resulting in 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient was hospitalized for unstable angina and angiography revealed 2nd diagonal had ostial haziness and mildly reduced flow. In the opinion of the physician, the 2nd diagonal "may be the source of the chest pain. The ostial lesion could be treated by balloon angioplasty, but this could potentially disrupt the conformation of the main lad stent. Given that the lad is such a large and important artery and since the stent looks perfect two years after deployment, this is a risk that is not warranted. The patient was treated with enhancement of medical therapy. The event was considered resolved without residual effects and the patient was discharged.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).